Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to needing upgraded to a crt-d device. The patient''s left subclavian vein was occluded and it was decided to extract the rv lead in order to gain access through the occlusion. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Simple traction was applied to the rv lead, causing the lead to dislodge but not completely freed due to binding within the vasculature. A medtronic 15 mm amplatz gooseneck snare was inserted into the right groin to grasp the rv lead and apply traction, while a spectranetics 12f glidelight laser sheath was used from the pocket in order to free the lead. Advancement was made to the superior vena cava (svc)/ra junction with lasing occurring through the binding present in the area, when the patient''s blood pressure dropped. A pericardial effusion was detected via transesophageal echocardiography (tee). Rescue efforts began, including rescue balloon, pericardiocentesis, medications, and blood administration. Approximately 1,100 cc of blood was drained via pericardiocentesis. The patient was monitored and no additional growth in the effusion was noted. The physician was able to complete crt-d implantation from the patient''s right side, and the rv and ra leads were removed from the left side. At the end of the procedure, the effusion remained stable, and the patient survived the procedure. The physician believes he may have snared a small portion of tissue at the svc/ra junction, and the glidelight lased a small hole over the area which sealed itself off after pericardiocentesis. This event captures the 12f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Patient''s date of birth unk. Device lot number, expiration date unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk (B)(4). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.